Manufacturer narrative:
Code 86-a microscopic eval was performed on the returned broken sample. Results revealed instrument marks throughout the needle surface, in particular by the fracture site. This apparently weakened the wire, causing the breakage. No further follow-up is possible without a lot number. No significant delay in the procedure is reported and the pt was discharged satisfactorily.

Event description:
Customer reports while using suture, the needle broke off in two pieces. The needle could not be retrieved from the pt. X-rays as well as a magnet was used to try to retrieve the needle, but it was unsuccessful. The dr decided to leave the tip in the pt once it could not be retrieved.